Event description:
Healthcare professional reported left side rupture and seroma. Device status unknown.

Manufacturer narrative:
F2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture and seroma.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, rupture: observed, an opening the device, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Seroma-late: unable to confirm, as it is a medical event. Not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
The device has been explanted and replaced.